Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report# 1627487-2018-04517. It was reported (australia) the system diagnostics revealed high impedances on one of the lead. Surgical intervention was undertaken on (B)(6) 2018 wherein an additional lead was implanted. The alleged lead was left insitu. Therapy was restored postoperatively. It is unknown which lead is related to the issue, therefore all the suspected devices are being reported.